Manufacturer narrative:
(B)(4). The average patient age in this study group were 43.1 <> 13.4. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. Treatment for the peritonitis event was not reported. Action with pd therapy was not reported. The outcome of this peritonitis event was not reported. Additional information was unable to be obtained.